Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log also shows the libre+ sensor triggering error alerts during the reported low event, leading to the sensor failing, however this occurred likely while the patient was at the ER. Based upon the reported information, a cause cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported that after eating breakfast, he experienced a hypoglycemic event with confusion and disorientation, requiring medical intervention. The patient reported that his wife called ems and the patient was transported by ambulance to the ER. The patient reported a low bg of 28 mg/dl. At the ER, the patient was treated with IV glucagon and discharged. The patient was not admitted and reported their bg were in range at 170 mg/dl.